Manufacturer narrative:
The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed an ¿error 1¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged error message began to appear on the evening of (B)(6) 2020, and that the patient was unable to test her blood glucose due to the alleged issue. It was not reported how the patient was managing her diabetes at the time of the alleged issue, however, the reporter denied the patient made any changes to her usual diabetes management regimen as a result of the error message appearing. The reporter claimed the patient became ¿disorientated and sweaty¿ on (B)(6) 2020, at 8:00 am, but did not treat herself since she was unable to test her blood glucose. The reporter claimed that on (B)(6) 2020, at 9:00 am, the patient visited the emergency room and was admitted to hospital where she was treated with humalog 2 units three times per day and lantus at night. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.